Event description:
The user facility reported that a 58-year-old male patient implanted with the impella 5.5 for mechanical circulatory support received suction alarms and lower flows (diastolic 0.0 l/min) with their device. The patient was transferred to another facility and flows improved to p-7 without suction. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation. Based on the available information, the root cause of the reported event is undetermined. This report is being filed as part of a retrospective review of historical records.